Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to cut the papilla, but was unsuccessful because the device failed to deliver current. The procedure was completed with an olympus clever cut. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to cut the papilla, but was unsuccessful because the device failed to deliver current. The procedure was completed with an olympus clever cut. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted. The exposed cutting wire was measured and found to meet specification. A functional evaluation found that the device would bow according to specification. A second functional evaluation found that the 2-in-1 connector and all sections of the exposed cutting wire were able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire was measured and found to be within specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. The device history record review found the device met all manufacturing specifications. Result: although the reported event was unable to be confirmed, the result code of operational problem is being used to capture the twisted working length.